Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's caregiver reported a fluid leak associated with pd treatment. There was an air detected in cassette warning in fill 1 of 5. The warning occurred 4 times. Treatment was stopped and fluid was found. There was fluid in the pump module area of the cycler and on the external part of the cassette. The fluid leaked from a hole in the cassette. The patient was advised to let the cycler dry out and use the next day for treatment. In a follow up, the caregiver verified the fluid leak event and said that it seemed that the cassette inside of the machine had leaked. There was no harm, intervention or adverse event associated with the leak, treatments are ongoing. The patient is using the same cycler.